Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿wait in 8 hours¿ after a ¿waited in 60 minutes¿ error message on the adc device. As a result, the customer was unable to obtain glucose readings and became hypoglycemic and incoherent. The paramedic was called and upon arriving, the customer was checked and a laboratory result of 29 mg/dl was obtained on their meter. The customer was provided orange juice, peanut, liquid sugar, and a sandwich for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.